Manufacturer narrative:
(B)(4). From correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient had not used or charged the ipg in approximately 2 years. An sjm representative confirmed the scs ipg was inoperable using external devices. As a result, the scs ipg was explanted and replaced with a different model which resolved the issue.